Event description:
It was reported that during lab gastric bypass surgery, the trocar leaked during the case. They were separated from where the housing is attached to the cannula. They were able to complete the case with no pt consequence.

Manufacturer narrative:
Instrument a: leaked, clear lens. Instrument b: batch # e9en18, exp date: 1/7/2013; 2/7/2008: (clear lens, universal seal assembly). Eval summary: the analysis results found that instrument a was leak tested and failed, a corrective action has been initiated address to the damage found. No anomalies were noted with the universal seal assembly. Additionally, the lens of the obturator was noted to be cracked. A preliminary investigation process has been initiated. We have documented the circumstances as they were reported to us, in addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the instrument b was leak tested and passed. The lens of the obturator was noted to be cracked; a preliminary investigation process has been initiated to address this finding. Additionally, the lower ring of the universal seal assembly was found cracked; however, no leak issue were noted during the leak test. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.